Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was not reflecting that the basal iq software was suspending insulin. Pump data review by tandem technical support confirmed the pump was suspending insulin as intended; however the display was still showing an active insulin delivery. Customer's blood glucose level was 60 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.